Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th october 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, anchor suddenly broke during insertion. This was detected during use in rotator cuff repair procedure on (B)(6) 2024. All the fragments were retrieved from the patient. The procedure was completed successfully using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the base of the eyelet of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet had broken off. Functional testing was not performed due to the device's damage. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error, such as improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.